Event description:
It was reported on (B) (6) 2010, a pt had a percutaneous coronary intervention procedure (pci) and an angio-seal was selected for use. Bleeding was observed post deployment and protamine was given. On (B) (6) 2010, thrombus was found in the mid right femoral artery (rfa) and superficial femoral artery (sfa). A right femoral artery embolectomy with bovine patch angioplasty procedure was performed. The pt was reported to be stable post procedure. The pt was taking the following prescribed medications (dose unk): protamine, simvastatin, spiriva, prozac, singulair, aspirin, fish oil, multiva, cinnamon, osteo bi-flex, advair diskus. The pt has a medical history of: copd, cad, dyslipidemia, and dm.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.